Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer mentioned damage to the belt clip rails and did not mention damage to the reservoir compartment.

Manufacturer narrative:
Device had broken belt clip rail. Device passed displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir lip ring was damaged. The customer¿s blood glucose level was 240 mg/dl. The customer also stated that the railing on back on insulin pump was damaged. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.